Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury, or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received - 1x x-smart plus contra-angle 6:1 a103300000000; sn: (B)(4). 1x x-smart plus handpiece a103400000300; sn: (B)(4). 1x x-smart plus univ.ac.adapter a103400000200. 1x x-smart plus unit sn: (B)(4). X-smart plus battery. Defective battery. Battery life is low. X-smart plus head cap. Bad maintenance (user). There is some foreign matter on the head cap. X-smart plus cartridge; various mechanical problem; files cannot lock because hook of cartridge is damaged.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.